Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the device had no telemetry. A memory download was unable to be performed. Visual inspection verified that the device had a hole in the front of the case and a protrusion on the back where the bullet was most likely lodged. No further analysis was able to be performed. The clinical observation was confirmed.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) became non-functional after a bullet was shot into the device. The device was explanted and returned for analysis. There were no adverse patient effects reported.